Event description:
Regulatory agency advised they had received a hospital report of a bia-alcl diagnosis. Confirmation of histopathological markers have not been provided. The patient presented with chronic pain, predominantly on the left, with a "effusionperi-prosthetic with negative cytology". There were no other symptoms. The patient underwent a partial capsulectomy and prosthesis removal. The affected side has not been specified.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, alcl-suspected.

Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Date of alcl diagnosis: (B)(6) 2020.

Event description:
Healthcare professional reported via regulatory agency for left side "breast implant-associated anaplastic large cell lymphoma (alk-) of invasive type extending beyond the capsule (tumor form or t4)". Histopathological markers cd30+ and alk- have been received.

Event description:
Regulatory agency advised they had received a hospital report of a bia-alcl diagnosis. Confirmation of histopathological markers have not been provided. The patient presented with chronic pain, predominantly on the left, with a "effusionperi-prosthetic with negative cytology" . There were no other symptoms. The patient underwent a partial capsulectomy and prosthesis removal. The affected side has not been specified.